Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue and it was successfully replaced. No additional adverse patient effects were reported.